Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3, stability was achieved before prosthetic restoration, the consumer also reported that implant did osseointegrate, but primary stability was achieved. Consumer also reported immediate extraction of the site.

Event description:
The consumer reported that the patient had a tooth type of 3, stability was achieved before prosthetic restoration, the consumer also reported that implant did osseointegrate, but primary stability was achieved. Consumer also reported immediate extraction of the site.